Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebz1819 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse called into the ms&s helpline. Nurse states that her patient got powerpicc solo inserted on 5/1 and she states when the patient cross her arms together she experiences palpitations and they go away with the uncrossing of the arms. She is asking if that is normal. Response by ms&s: informed that nurse that she should contact her physician and ask about performing a chest x-ray in the position where the palpitations occur. Ms&s informed that the PICC tip does change positions with certain movements and position changes.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebz1819 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse called into the ms&s helpline. Nurse states that her patient got powerpicc solo inserted on (B)(6) and she states when the patient cross her arms together she experiences palpitations and they go away with the uncrossing of the arms. She is asking if that is normal. Response by ms&s: informed that nurse that she should contact her physician and ask about performing a chest x-ray in the position where the palpitations occur. Ms&s informed that the PICC tip does change positions with certain movements and position changes. (B)(6) 2018-the patient was sent to emergency room as a precaution. U/s showed PICC placement was correct and all other indications pointing to PICC causing the issues were eliminated. It has since been decided that the patient was likely having anxiety issues as the problem has not persisted.